Manufacturer narrative:
Article citation: alexia karagianni, md, zacharias mandalenakis, md, phd, mikael dellborg, md, phd, naqibullah mirzada, md, phd, magnus carl johansson, md, phd, and peter eriksson, md, phd. Recurrent cerebrovascular events in patients after percutaneous closure of patent foramen ovale. Journal of stroke and cerebrovascular diseases, vol. 29, no. 8 (august), 2020: 104860. As the date of event is unknown and the date of publication is august 2020, event date used will be (B)(6) 2020. The article reports a median age of 48 and male 176/282. Age 48 and male gender will be used. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
This information was received through literature article "recurrent cerebrovascular events in patients after percutaneous closure of patent foramen ovale", published in the journal of stroke and cerebrovascular diseases, vol. 29, no. 8 (august), 2020: 104860. The articles objective is to investigate the risk factors for recurrent cerebrovascular events (rcves) after closure of pfo during long-term follow-up. The article reports 282 consecutive patients underwent pfo closure because of a cryptogenic cerebrovascular event between 2006 and 2014. Eight different types of devices were used in the institution during the study period, mainly the amplatzer (3) devices (76.6%), solysafe (1.4%), gore (2) devices (11.3%), biostar (10.3%), and starflex (.4%). The article reports the following: twenty-two patients with arrhythmias within 0-6 months.